Manufacturer narrative:
The system was examined. The company representative found the printed circuit board (pcb) in the central processing unit (cpu) was non-conforming. The cpu was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 17, 2005. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to pcb. However, without a sample, component level root cause cannot be determined at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The distribution pcb, the diathermy pcb and the top sensor pcb were all returned for evaluation. However, only the distribution pcb was applicable to the investigation for testing. The power distribution board was installed into a calibrated system, and booted up with no problems. The system ran for 5 hours without shutting down or locking up. The pcb was found to function as intended. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that at the beginning of surgery, the system locked. The system was switched out to complete the case. There was no patient harm.